Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 323 mg/dl and that the cannula was kinked. He gave himself a manual injection of insulin (exact dosage was not provided). The pod was worn between 24 and 36 hours.